Event description:
It was reported that the internal implant thread is damaged. Another implant has been placed in order to finish the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one osseotite tapered implant 4 x 10mm (nt410) was returned for investigation. Visual evaluation of the as returned product identified bone/blood residue on the device (due to usage) and damaged internal drive feature. Device history record (DHR) review for the lot (2019101392) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019101392) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event (damaged drive feature) was confirmed.